Manufacturer narrative:
The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "dental infection," deemed not device related is considered an unexpected adverse drug experience.

Event description:
Patient initially reported they were injected "too much hyaluronic acid application." Later, healthcare professional reported injecting the patient with 2 syringes of juvéderm® volift with lidocaine, 3 syringes of juvéderm® volux , and 4 syringes of juvéderm® voluma¿ with lidocaine into the full face. Approximately three months later, patient experienced dental infection that was treated by a specialist, deemed device not related that started inflammation of eyebags. The patient also had ¿mild induration of the tt1 and tt3, mobile and non-erythematous.¿ the patient was treated with corticosteroid and the event resolved within the month. This is the same event and the same patient reported under MDR ID# 3005113652-2022-00037 (allergan complaint #(B)(4)), MDR ID# 3005113652-2022-00042 (allergan complaint #(B)(4)), MDR ID# 3005113652-2022-00038 (allergan complaint #(B)(4)), and MDR ID# 3005113652-2022-00044 (allergan complaint #(B)(4)). This MDR is being submitted for the first suspect product of juvéderm® voluma¿ with lidocaine.